Event description:
It was reported that I have a new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined . The reported event of a pair new transmitter was not found but the finding of a transmitter failed error in the investigation window is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Miscellaneous classification codes do not contain sufficient information to assign a frequency. Therefore, a CAPA request will not be required and incident will remain as correct and trend.

Event description:
It was reported that I have a new transmitter alert occurred. Data was evaluated, and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of I have a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury, or medical intervention was reported.